Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: serial #: (B)(6), category #: 02-012-35-1011 - logic tibia ps mod insrt sz 1 11mm, serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Manufactured: 06/02/09, expiration: 06/01/17, serial #: (B)(6), category #: 02-012-41-1020 - logic tibia traptray cem sz 1f/2t, serial #: (B)(6), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(6), category #: 201-78-82 - collar fixation pin 2pk 40mm, quick release. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - linda tepper 10/11/24: additional information received in in-box on 10/9/24. Attached email, initial op report/product ID, and revision op report. Revision surgery operative notes were provided. Pre-op and post-op diagnoses: 1. Severe left knee/tibia bone loss. 2. Severe left knee/femur bone loss. 3. Aseptic loosening of left tka. 4. Flexion contracture left knee. 4. Patellar dislocation left. Indications: patient is a 80 y.o. Female with a history of progressively worsening of pain and disability. Specifics: severe left knee/tibia and femur bone loss, aseptic loosening of left total knee arthroplasty, flexion contracture left knee, patellar dislocation left. Negative for infection. Incorporating the previous scar¿ polyethylene component was removed. Using a combination of microsagittal saw and flexible osteotome, the components were removed with minimal bone loss. Any residual cement mantle was then meticulously removed, along with any non-viable bone or soft tissue. Given the severe bone loss that was encountered on the tibia and femur a permanent recon was then shaped and implanted into the tibia. Revision left tka, lengthening of multiple hamstring tendons. The patient was revised to a competitor¿s devices. The patient was transferred to the recovery room in stable condition. No other issues or complications were reported. No additional information is available. As reported via legal documentation, on or about (B)(6) 2015, patient underwent a left total knee arthroplasty due to osteoarthritis in her left knee. At some point thereafter, they presented for evaluation citing mechanical complications and chronic pain. On or about (B)(6) 2022, approximately 7 years 3 months after their initial surgery, they underwent revision surgery of the left knee due to implant loosening and significant synovitis. During the revision surgery, the surgeon noted that there was "severe bone loss that was encountered on the tibia and femur" and there was "aseptic loosening of the left total knee arthroplasty". There is no other patient demographic or medical history available. There is no further information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Serial #: (B)(6), category #: 02-010-01-0210 - logic femoral ps cem left sz 1, 510k: k033883 concomitants: serial #: (B)(6), category #: 02-012-35-1011 - logic tibia ps mod insrt sz 1 11mm, serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Manufactured: 06/02/09, expiration: 06/01/17, serial #: (B)(6), category #: 02-012-41-1020 - logic tibia traptray cem sz 1f/2t, serial #: (B)(6), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(6), category #: 201-78-82 - collar fixation pin 2pk 40mm, quick release.